Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: screen went black/failed/no preview avail./ no visual, [update - full loss of image 1-2 minutes on primary monitor. Procedure completed by routing signal directly from ccu to monitors (bypass sdc). Replacement tower and monitor brought in to allow surgeon to take pictures.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be (1) software failure (2) loose dvi cables the product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.